Manufacturer narrative:
It was reported that the patient had their ipg replaced due to nearing end of life. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's ipg was nearing end of life. The patient received an ipg replacement message on their programmer. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.